Manufacturer narrative:
(B)(4).insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on the pcba 1. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Blank display was confirmed during analysis due to moisture damage on the pcba 1. Unable to determine device heating up anomaly due to blank display.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medicaldevice reporting regulation. This report is based upon information obtained by medtronic, which thecompany may not have been able to fully investigate or verify prior to the date the report was requiredby the FDA. Medtronic has made reasonable efforts to obtain more complete information in the timeallotted and has provided as much information as is available to the company as of the submission datethis report. This report does not constitute an admission or a conclusion by FDA, medtronic, or itsemployees that the device, medtronic, or its employees caused or contributed to the event described inthe report. In particular, this report does not constitute an admission by anyone that the productdescribed in this report has any "defects" or has "malfunctioned". These words are included in the fda3500a form and are fixed items for selection created by the FDA, to categorize the type of event solelyfor the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words andothers like it because of the lack of definition and the connotations implied by these terms. Thisstatement should be included with any information or report disclosed to the public under the freedomof information act.

Event description:
Information received by medtronic indicated that the insulin pump was over heated. No harm requiring medical intervention was reported. The customer will discontinue to use the device.